Event description:
The patient reported experiencing intermittent overdose symptoms which have been occurring once a week since last summer. The patient experiences flaccid extremities and nausea. The symptoms are relieved within a day with no programming or oral medication changes. The hcp has indicated that he believes that there are intermittent catheter kinks and then the pressure builds up to produce a small overdose. The patient has lost a significant amount of weight so there is an excess of catheter and the pump flips easliy in the pocket. A catheter access port study was performed by another physician which showed aspiration and good perfusion. The patient will monitor the situation.